Manufacturer narrative:
The product associated with this report has been returned; however, the analysis has not been completed at this time. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band port that "had a leak." The leak was first noticed when the patient experienced "no restriction." The surgeon had "checked fluid numerous times and fluid levels were not where they were supposed to be." The port was explanted.